Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 328512, batch no: 9105546. It was reported that before use of the relion® insulin syringe one of the packages in the box was the 31g, 3/10 ml, 8 mm instead of the 31g, 3/10 ml, 6 mm causing him to be short ten syringes of the product he ordered, because the product was mixed. The following information was provided by the initial reporter: "consumer reported that he received an incorrect product from his pharmacy and when he opened the box he saw that one pack of 10 syringes was missing." He should have received 31g, 3/10 ml, 6 mm but received instead 31g, 3/10 ml, 8 mm.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9105546. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint.

Event description:
Material no: 328512, batch no: 9105546. It was reported that before use of the relion® insulin syringe one of the packages in the box was the 31g, 3/10ml, 8mm instead of the 31g, 3/10ml, 6mm causing him to be short ten syringes of the product he ordered, because the product was mixed. The following information was provided by the initial reporter: "consumer reported that he received an incorrect product from his pharmacy and when he opened the box he saw that one pack of 10 syringes was missing. He should have received 31g, 3/10ml, 6mm but received instead 31g, 3/10ml, 8mm.